Event description:
Customer reports one incident of a blood leak at the onset of treatment on reuse #1. Noted by blood visibly leaking at arterial and venous headers. Estimated blood loss was 250 cc's. Treatment was continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.